Event description:
It was reported that a user of the ilet bionic pancreas paired a new dexcom g7 continuous glucose monitor (cgm) sensor with the ilet using an incorrect pairing code and requested assistance to correct the pairing and complete a sensor change. No clinical signs, symptoms, or conditions were reported. Outcomes included successful editing of the pairing code, initiation of pairing, and education on warmup expectations, with blood glucose reported as unaffected and no need for medical care. User support included troubleshooting and user education performed remotely with guided steps to replace the sensor and enter the correct pairing code. Investigation of this case revealed user error related to entry of the wrong sensor pairing code for the cgm component, which was resolved through guided reconfiguration without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.